Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the post implant chest x-ray revealed that the atrial lead had lost slack, possibly during the original pocket closure. The physician stated that the suture that had secured the device had been cut. The cut suture caused some device migration and may have contributed to a loss of lead slack. The physician performed a revision procedure to add slack to the atrial lead. No patient complications have been reported as a result of this event.